Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube had low draw.

Manufacturer narrative:
H.6. Investigation: no customer samples or photos were received from the customer in support of this complaint. Therefore, 10 production lot in-house retention tubes were inspected with 0 visible defects. Functional testing was performed on the 10-production lot in-house retention tubes and the customer's indicated failure mode for underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the , the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube had low draw.